Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the unit passed all functional and image tests with no problem found. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the warning section of the instruction manual "for safe use endoscopic image disappearance and freezing." The following items must be strictly observed. Endoscopic images may disappear unexpectedly during an examination, or the freeze may not be released. Do not clean, disinfect, sterilize, or store this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and damaging the electrical circuitry inside the product due to water leakage. Be very careful not to scratch the camera cable with sharp objects. Do not bump or drop this product. Water leakage may damage the electrical circuits inside the product. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported there were concerns of a camera head malfunction due to water invasion. There was one place missing with a hole opened in the silicone application section (3 places) near the free lock lever. There were no reports of patient harm.